Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the pump volumes were too great during refills and the pt heard the pump beeping at times. No pt symptoms were reported. The pump was programmed to deliver morphine sulfate 25 mg/ml at a rate of 6.75 mg/day. The pump was explanted. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.